Event description:
User facility medwatch report received that states: "a healthcare provider walked in a pt's room, and noticed that the tubing for the lipids was disconnected. This disconnection occurred at the entry into the y site at port." The facility's risk manager was contacted and indicated that no pt harm occurred. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the set was discarded and the lot number was not identified; therefore, we were unable to review the lot history record and perform a product eval to determine the root cause.